Event description:
Reported defect: deflation of the left breast implant. Bilateral exchange with mentor smooth 350 devices. Background: original surgery was performed by dr in 1998 using hutchison hsl 340 saline-fill implants, which were filled to a volume of 380cc (left) and 380cc (right), which is within the maximum fill volume limits. The patient underwent bilateral replacement surgery in 2007. The implants were replaced with mentor smooth 350 devices that were filled to a volume of 380cc for the left, and 390cc for the right.

Manufacturer narrative:
Condition upon receipt: the product was received with un-activated sterilization indicators which included distributors report and health professionals' paperwork, including decontamination certificate. The product was sent for 3rd party decontamination, in hospital. Product was returned inside a single sealed peel pouch with activated sterilization indicators. Visual inspection: visual inspection identified a fold flaw that measures approximately 65mm in length which starts 10mm from the valve on anterior surface, which extends over the periphery and onto the posterior surface by an additional 5mm where it develops into a split measuring 3mm in length. Product inspection: pressure testing identified no other leaks or breaches. Microscopic examination (x10) of the fold flaw/split identified signs of fatigue around the split on the fold flaw. The product met all manufacturing and quality specifications post manufacture. Conclusion: the fold flaw/split are not manufacturing faults.